Manufacturer narrative:
(B)(4). Batch #: u93v5d. Investigation summary: the device was returned with the jaws misaligned, and with the clamp arm damaged, upon further analysis of the tissue pad was damaged and an off center burn in was observed. Additionally, the black coating of the blade was damaged. The device was tested on a gen11. The device did activate. No alert screens could be identified at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This, in turn, can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. This is an evaluation of a set of images sent by the account. Image 1: this is an image of what appears to be a harmonic device with the tissue showing an off center burn in mark. Image 2: this is an image of what appears to be a harmonic device with the tissue showing an off center burn in mark. Image 3: this is an image of what appears to be a harmonic device with the jaws misaligned. Image 4: this is an image of what appears to be a harmonic device with the jaws misaligned. Image 5: this is an image of what appears to be a harmonic device with the jaws misaligned. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lar the tissue pad melted, starting at the beginning of the surgery. Also when the handle is closed, the jaws do not engage correctly and are misaligned. The device was replaced with a new product and the procedure was completed successfully.